Event description:
Medtronic rep reported that the open spine clamp at the site is stripped and does not allow for adequate fixation. No pt involvement. Issue was discovered outside of surgical use.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Lot # and device manufacture date cannot be determined until part is returned to MFR. New clamp ordered and sent to the site. RMA issued. Damaged clamp has not been returned for further analysis.